Manufacturer narrative:
Beckman coulter unique identifier for this event is (B)(4).

Event description:
The customer called hotline to report that they had obtained ind flagged bnp qc results. During trouble shooting with hotline, it was discovered that the bnp reagent pack used to generate the ind flagged results had not been properly loaded through the instrument software as the reagent pack was not on board the system in the location indicated by instrument software. It was confirmed that no erroneous results were reported, however, the potential of generating erroneous but believable results does exist. When improper loading or unloading of reagent packs occurs, the instrument will not detect that a wrong reagent pack has been loaded or that no reagent pack is present. User error is the root cause for this event.